Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The hill-rom tech found valve rubber tip was stuck in manifold. He replaced the solenoid valve to resolve the issue.